Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged from the coronary sinus. A lead revision procedure was performed where a different vein was selected and the lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.